Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. Boston scientific technical services (ts) offered to review data, but the physician made the decision to schedule the patient for an emergent device replacement. At this time, no further information is available. No adverse patient effects were reported. The device remains in service.